Manufacturer narrative:
Product analysis: analysis found the external pulse generator (epg), back light failed the incoming test. Battery depletion was normal. All found defective parts were replaced and all issues were resolved. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator(epg), was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.